Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
The user facility reported a 71-year-old female on a impella cp due to cardiomyopathy. During support, the patient's blood pressure dropped with a systolic in the 70's. Volume was given (albumin) and the patient's numbers improved. The patient then had another hypotensive episode and after evaluation by the physician, the patient was taken to the operating room for a "washout" and a pluravac was placed for drainage. In addition, four units of blood and two units of fresh frozen plasma and 1 unit of platelets were given in the or. A cryo was just done in the unit and the patient received another one unit of blood. The physician stated that the impella was working well and he had no issues with the device. They are running a number of labs to rule out coagulopathy. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A 71-year-old female patient with known coronary artery disease presented with de novo cardiomyopathy and cardiogenic shock, requiring respiratory and vasopressor/inotrope support. A complaint was filed after the patient required further procedures due to decreasing blood pressure. The patient was brought back to the operating room after receiving volume. A pleuravac was placed for drainage, and several blood products were given. The patient ultimately survived, and the case was coded for hypotension, blood transfusion, and the requirement for an additional device. H6. Health effect - impact code was added.